Event description:
The account alleges that the brakes on the bed are not holding when engaged.

Manufacturer narrative:
The tech adjusted the brake caster, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.